Event description:
It was reported via repair worked order that the power load trolley stopped working causing an alleged delay in patient transport to the hospital. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load trolley stopped working causing an alleged delay in patient transport to the hospital. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After completion of the investigation, the level 1 root cause for the cot being stuck in the vehicle was due to the power load unit having no power. The level 2 root cause for the unit not having power was due to improper installation.